Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. Unable to complete further testing due to the motor error alarms.

Event description:
Customer called to report the insulin pump alarmed a35. Customer also reported having low blood glucose levels earlier in the day. Customer was sweating and was unresponsive. Customer stated the paramedics were called to her home due to the low blood glucose levels. Nothing further reported.